Event description:
The event is reported as: alleged issue: the nurse was holding the device and it would not clip properly during surgery. No reported patient injury. Current patient's condition is fine.

Manufacturer narrative:
Device sample not returned to manufacturer at time of this report. Investigation is incomplete at time of this report.